Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of a device. The first picture showed an opened foil and retainer. The needle was detached from the suture. The second picture noted an opened foil and retainer. The retainer was dirty, the needle was detached from the suture. The third image noted seven opened foils. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product was an out of the box failure. When the nurses opened the suture foil to get suture filament, the filament was decayed already and the needle was separated from filament. No further details provided.